Event description:
Reported as: "catheter broke, defective port".

Manufacturer narrative:
Taper ii medwatch sent to FDA on 28/jun/06. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the protion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). Performance tests indicated no leakage at the access port or acess port tubing. The lab was unable to dupolicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.